Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was found on the catheter tubing approximately 66.8cm from the iab tip. Additionally the optical fiber was found to broken within the catheter tubing approximately 29.2cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined an optical fiber break and kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the autofill failure and restriction alarm in the laboratory setting, a kink in the catheter can cause an alarm. The optical fiber break confirmed the reported sensor failure and difficulty to monitor waveform. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-19 through nov-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
Complete event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4) device not returned

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated fiber optic sensor failure and auto-fill failure alarms along with an occasional catheter restriction alarm. The customer was unable to resume pumping and had no arterial line waveform on the screen. The insertion site was noted to be femoral. The helium tank was full. The customer was advised to press the iab fill key, followed by dropping the augmentation several bars. This allowed them to resume pumping, but they still had no arterial line. The patient was a transfer from another facility where they were having trouble with the fiber optic as well. The central lumen on the iab catheter was capped and there was no flush attached. The patient did have another arterial line available, but the customer was a little frantic and did not want to move that arterial line to the pump at that time. The customer was advised in the steps needed to make that change when possible and that the console would function with only an ECG present but an arterial line would be needed very soon. It was later reported that the console was working alarm free, and without an arterial line. They had not yet made the connection from the arterial line to the console. I politely advised them again that the arterial line is necessary for proper timing and she understood this. The patient was scheduled to be transported to the cath lab in a few hours to remove the iab and place another manufacturer's device. There was no patient harm or adverse event reported.